Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. This device remains in service. No adverse patient effects were reported. Additional information was received that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements, eventually going out of range. Technical services (ts) noted this patient had previously received an inappropriate shock, appeared to be due to electrocautery oversensing. Ultimately, this ICD and rv lead remain in service for backup brady pacing, simultaneously while this patient received a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No adverse patient effects were reported.